Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained the elevated blood glucose readings of 231 mg/dl and 508 mg/dl. The patient took a bolus dose of insulin with breakfast but her blood glucose level continued to rise. The patient tested negative for ketones, but experienced the symptoms of shortness of breath, chest pain and rapid heartbeat. The patient went to the emergency room, where she was treated intravenously with fluids and insulin. The patient was not given a diagnosis of dka, and was not admitted to the hospital. Troubleshooting revealed the patient had been storing her insulin in an area where the ambient temperature was higher than allowable specifications; the insulin may have been compromised. The patient's technique was incorrect by storing her insulin in high temperature areas. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.